Event description:
It was reported that this system triggered a red alert due to an unusual right ventricular (rv) lead pacing impedance reading of less than 200 ohms in a newly implanted device. Technical services (ts) team noted this as strange behavior for a new device and suggested bringing the patient in for further evaluation. The cause of the low measurement is unclear, but it may be due to the patient being near a noise source, leading to an incorrect reading. Additional information is being requested. This system remains in service. No adverse patient effects were reported.